Event description:
It was reported that during a routine checkout of the external pulse generator (epg), the biomedical engineer found that there was physical case damage. Also, one of the output connectors was broken. The epg was returned for service. There was no patient involvement associated with this event.

Event description:
It was reported that during a routine check of the external pulse generator (epg), the biomedical engineer found that there was physical case damage. Also, one of the output connectors was broken. The epg was returned for service. There was no patient involvement associated with this event.

Event description:
It was reported that during a routine checkout of the external pulse generator (epg), the biomedical engineer found that there was physical case damage. Also, one of the output connectors was broken. The epg was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found the upper and lower cases, the ring cover, two side bail covers and the lead flex cover broken, the battery release contaminated, the battery contacts compressed, one side bail missing and the battery drawer contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).